Manufacturer narrative:
(B)(6). (B)(4).

Event description:
According to the reporter, after an esophagectomy procedure, the patient was diagnosed with a postoperative anastomotic fistula and readmitted to the hospital. The patient presented with symptoms: of fever and abdominal pain. The fistula was diagnosed via thoracic computed tomography using oral contrast. Treatment included IV antibiotics and enteral nutrition via jejunostomy. Blood culture negative and the fistula resolved the fistula and post-op content leak was treated conservatively and the patient was discharged. No reinforcement material was used during surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation involving a device subject to patient event reports captured under the following files: (B)(4). A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. This evaluation was based on a medical review of all the data received from the site and a pmv review of complaint trends. The clinically applied product was not available for analysis and was the subject of one patient event. Photographs were not received for analysis. This incident was characterized by symptoms of fever and abdominal pain two weeks post operatively; a fistula was diagnosed via thoracic CT scanning. The reporter of the incident indicated that the patient was readmitted; IV antibiotics were given and enteral nutrition provided via jejunostomy. Patient has been discharged following resolution of fistula. No product enhancements or process improvements were generated for the reported condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.